Event description:
It was reported that during an inguinal hernia repair by lichtenstein technique, before using the device to the patient and when the sterile packaging of the mesh was opened, the removable part of the prosthesis was completely detached, although it was supposed to be fixed on one side. The prosthesis was set aside, and another prosthesis of the same brand and model was put in place. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (UDI), d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the sample was not contaminated. The flap was found totally detached from the mesh. The area of sewing between the mesh and the flap was frayed over the entire length. The sewing yarn was broken but visible. Further evaluation noted that all the packaging were opened, and the mesh was frayed. An excessive manipulation may be suspected. The sewing yarn was broken but visible. The device has been correctly sewn. During the manufacturing a visual examination of each device is performed by the operator at several steps of the process. Such a defect would have been detected and the product rejected. It was reported that the removable part of the prosthesis was completely detached. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.